Manufacturer narrative:
This event was identified in a journal article (attached) and the article has been reviewed. Kuo, w. T., tong, r. T., hwang, g. L., louie, j. D., lebowitz, e. A., sze, d. Y., & hofmann, l. V. (2009). High-risk retrieval of adherent and chronically implanted ivc filters: techniques for removal and management of thrombotic complications. Journal of vascular and interventional radiology, 20, 1548-1556. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment; guided fluoroscopy demonstrated a filter limb perforation in the ivc wall. A recovery cone was used to successfully capture and retrieve the filter. Upon successful removal of the vena cava filter the filter was identified to be intact with six legs and six arms. The patient was reportedly hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.